Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was stuck with the guidewire. Vascular access was obtained via the right femoral artery. The 95% stenosed, 20mm in length, de-novo target lesion was located in the 7mm in diameter, mildly tortuous vessel of the liver. A 135/10 renegade hi-flo kit was selected and advanced to treat the target lesion. During procedure, it was noted that the microcatheter's distal segment was damaged and was stuck with the .035 guidewire. The doctor was unable to withdraw the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.

Manufacturer narrative:
Device lot number ¿ corrected from 16107025 to 16107023. Device evaluated by manufacturer: device was returned for analysis inside the hoop. The guidewire was returned with the device. The catheter was visually examined and the catheter was found to be broken at 8.5 cm from the hub. Braid was exposed from 8.5 cm from the hub to 12.5 cm from the hub. The guide wire was inspected and no defects were noted. The guidewire could not be advanced through the catheter shaft due to the shaft being broken. The distal tip of the shaft was inspected and no defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was stuck with the guidewire. Vascular access was obtained via the right femoral artery. The 95% stenosed, 20mm in length, de-novo target lesion was located in the 7mm in diameter, mildly tortuous vessel of the liver. A 135/10 renegade¿ hi-flo¿ kit was selected and advanced to treat the target lesion. During procedure, it was noted that the microcatheter's distal segment was damaged and was stuck with the .035 guidewire. The doctor was unable to withdraw the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patients¿ status is stable.